Event description:
It was reported that the consumer shut down the joystick, it said goodbye, but it didn't shut down for almost 10 minutes. When they tried to turn the joystick back on, they got nothing but a black screen. It took about 1 hours before the joystick came back on.